Event description:
Procedure: wedge resectionpatient sex: unkwhen the device was first fired the staples did not form properly. The surgeon proceeded to open the patient and suture the tissue in order to complete the case.